Manufacturer narrative:
H3. Product analysis product ID : 54840007545 lot no. : h5668885, was returned angulated and has broken 3 threads down from the head of the screw. A microscopic review of the fracture surface indicates that the main mode of failure was bend stress overload. There are some beach marks from cyclic fatigue but this likely the result of the time implanted and a secondary failure mode. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer healthcare professional via a manufacturer representative regarding a patient with pre-operative diagnosis for broken right side s1 pedicle screw. Procedure or technique used was o-arm navigated tlif procedure. Levels implanted s1. Patient had a medical history of regular alcohol and drug use. It was reported that the patient fell and heard a pop and felt pain. Went back to see surgeon who with imaging saw the broken screw on the right side. Reoperation was performed to replace a broken screw. After fall patient saw the surgeon who took films and saw the screw in s1 on the right side was broken. When surgeon opened the patient and removed the set screws and rods, both s1 screws were broken. Surgeon used 8.0 trephine and 8.0 conical extraction bolt to remove both broken pieced that remained in the s1 body after the broken top portion was removed. Patient had pain afterwards.

Manufacturer narrative:
Patient address is not available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.